Event description:
Pt had surgery in early 2008 at another facility, posterior extension, revision l4-s1 with iliac screws. With danek legacy 5.5 screws and rods. Pt came to our facility five months later, to have rods removed. She had a fracture of the rods bilaterally immediately above the l5 screw. It was also noted during the surgery that there was a fracture of the l5 end plate. Pt had surgery the same day, to remove hardware and have revision of previous surgery both rods were broken, the pt also had a fracture of the end plate - l5.